Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently depleting quickly, resulting in the pump shutting down. Subsequently, it was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 411 mg/dl and high ketone levels. Customer was treated with intravenous fluids of saline and insulin and was released from the ER on (B)(6) 2022 with no permanent damage. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.